Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012. Lead was removed due to advisory/recall. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).